Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an intermittent issue as observed with the device's lcd screen. The device's lcd screen was replaced to address the issue.